Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial channel of the pacemaker exhibited noise which resulted in noise reversion. No intervention or changes were reported. The patient remained in a stable condition.

Manufacturer narrative:
Further information was requested but not received.